Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: confirmed the battery compartment was cracked. Unrelated to the complaint, a dim pink display screen was observed. Open pump to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Keypad button cover is intact to the base. 'Down' button is not responsive. 'Up' 'ok' and 'contrast' buttons are responsive. Removed keypad cover to check condition of the key contacts, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim discolored display screen, cracked battery compartment, and unresponsive keys. This report is made based on the results of an investigation completed on (B)(4) 2013.